Event description:
It was reported surgeon tightened the distraction rail and while taking final x-rays, the two top nuts on the moving side of the clamp popped off. Patient was revised with a hoff ii micro frame.